Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after unknown latency had an adverse event (unevaluable event). Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017 (approximately 2 weeks ago), the patient initiated treatment with intraarticular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency the patient experienced adverse event (unevaluable event). Corrective treatment: not reported for both the events. Outcome: unknown for both the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment for follow up dated 28-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had an adverse event. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.